Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. During servicing, the monitor failed to deliver a pulse. Upon evaluation, component u1, (B)(4), and component u7, (B)(4), were found to be defective. The cause of the failure to deliver a pulse are defective components u1 and u7. The root cause of the u1 and u7 failures was not positively determined. No adverse event resulted from the defective u1 and u7 components. The last pt to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor (B)(4) was unable to deliver a pulse. The last pt to use this monitor did not report any deficiencies.